Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 55 and blood glucose was 300 mg/dl. Customer states she received a threshold suspend and blood glucose was not low. Customer declined troubleshooting. Customer was advised sensor will be sent to her as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)